Event description:
It was reported that the patient's battery life was checked on (B)(6) 2011, and it was found that the battery status was ''ok'', and the remaining voltage was 2.64 with 35-70% remaining battery. The patient returned on (B)(6) 2012 for the purpose of checking the battery status, and the programmer indicated that the battery was ''ok'', but when checking the actual voltage and capacity remaining, only ''???'' Was displayed, rather than an actual number, like usual. Turning the physician programmer off and on and turning off the control magnet did not resolve the issue. An electrode and therapy impedance check was attempted, but could not be performed. It was noted that the device had been implanted in 2007, and normal battery depletion was expected. The patient seemed to be doing well, and was receiving effective therapy. Symptoms had not returned yet. Additional information has been requested, but was not available as of the date of this report.

Event description:
This issue was successfully resolved upon the return of the patient for the second consultation. The measurement icon was appropriately pressed, apparently this was not being done properly before, and now the remainder battery life of the ins was clearly displayed.